Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays or other source documents were not provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 50/44 code j on (B)(6) 2008 and was revised on (B)(6) 2013 due to pain, femoral loosening and elevated co/cr levels.

Manufacturer narrative:
As per FDA¿s directive, medwatch report has been resubmitted for removing three zeros in the prefix of MFR number (0009613350-2016-00230-2). All the information captured including g4 (date received by manufacturer) except b4. Additional information was received on july 11, 2016 and was added to the case. This additional information does not change previous manufacturer's assessment of the case. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It has now been reported that the patient was implanted a metasul durom, component for acetabulum, uncemented, 56/ 50, code p on (B)(6) 2008 and was revised on (B)(6) 2013 due to pain, femoral loosening and elevated co/cr levels.

Manufacturer narrative:
As per FDA¿s directive, medwatch report has been resubmitted for removing three zeros in the prefix of MFR number(0009613350-2016-00230-1). All the information captured as per 0009613350-2016-00230-1 including g4(date received by manufacturer) except b4. The devices were not returned for investigation. DHR review results: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend was identified. Compatibility of components: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was not approved by zimmer. Durom acetabular cup/system was paired with non-zimmer product. Review of event description: it was reported that the patient underwent revision surgery due to femoral loosening, pain and high cocr levels. Durom acetabular cup/system was paired with non-zimmer product. According documentation provided, it is stated that the durom components were combined with "wright" stem (competitor's product). Review of internal documents: instruction for endoprostheses: it is the responsibility of the user to make sure that the system is compatible. Root cause analysis : possible causes for the reported event according to dfmea: instable taper connection; massive metal wear due to combination of various/competitor adapter systems (wrong material/false adapter). Comparison to investigation results whether it is possible and justification: possible as reported in the supplemental documents received, durom ldh was paired with non-zimmer stem. Based on the given information and the results of the investigation, we could identify a root cause for this issue. We consider off-label use as root cause. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
Patient underwent revision due to pain, femoral loosening, and elevated ion levels.